Event description:
It was reported that the procedure was cancelled. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter could not show the image. The procedure was not completed due to this event. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no visual damages and no imaging core windup within the telescope section and the sheath section of the device. Impedance testing showed an electrical open at the proximal end of the catheter between 130-140 cm from the distal housing.

Event description:
It was reported that the procedure was cancelled. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter could not show the image. The procedure was not completed due to this event. There were no patient complications reported.